Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No problems or issues were identified during the device history record review. One sample was received in used conditions, decontaminated, without its original packaging and inside in a plastic bag. Visual inspection was performed at 12 to 16 inches under normal conditions of illumination. The sample unit did not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Could cause the failure mode reported. During the functional testing, the sample was fully primed and connected without difficulty, the pump was set running and no alarms were activated. Complaint was not confirmed. No root cause was determined due to the complaint was not confirmed.

Event description:
It was reported that the pump was alarming when cassette was attached and priming. Field engineer tested pumps and the pump operated fine. Tested with test cassette and functioned fine. While inspecting the line, the customer noticed indentations on two areas so they believe the malfunction is due to the extension line and not the cassettes. No patient injury was reported.